Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported on (B)(6) 2020 that the device, aes-50sl, was being used during a hip procedure and "during the surgery the distal part of the probe break into patient without making a forced movement." Upon further assessment, it was discovered the broken piece was retrieved with a manual grasper. The procedure was completed with an alternate same-like device with a 20 minute delay. There was no injury/impact to the (B)(6) year old, female patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is confirmed. Customer event "the distal part of the probe break" was confirmed based on device evaluation. Examination of the returned device item aes-50sn found electrode detached from the device shaft. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review was conducted and found a total of 3 similar events involving 3 devices for this lot number. (B)(4). Per the instructions for use, the user is advised the following: if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. Do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. This issue will continue to be monitored through the complaint system to assure patient safety.